Event description:
Shock was aborted 6 times during a pt use, tried 2nd unit as well as 3 set of pads with same result. (B) (4)

Manufacturer narrative:
At the time of this report, device return for evaluation is pending. Initial report is being filed due to associated death.